Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump lost audio. The customer stated they perform self test and hardware low level failure alarm was occured second time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest. Pump error 63 (variable 3) was present in the device trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.